Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a.6., b.5., b.6., d.1., d.2., d.4., d.6a., g.4., h.4., h.6.

Event description:
Healthcare professional reported left side rupture, "nodules in the left breast" and "calcifications". The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device remains implanted.

Event description:
Healthcare professional reported left side rupture, "nodules in the left breast" and "calcifications". Patient reported unknown side "rupture", "found out about the recall" , "nodules are increasing" and ¿baby repulses the breast¿. The device has been explanted. Patient reported "chronic xanthogranulomatous inflammation in a fibrous capsule".